Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio and t-wave oversensing. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio and t-wave oversensing. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. Additional information noted that the electrode was explanted due to a fracture of the electrode body distal to the proximal sensing ring. The electrode was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned severed approximately 383 mm from the tip end, only the distal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This electrode was expected to be returned. Should the electrode be returned analysis will be completed and this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio and t-wave oversensing. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. Additional information noted that the electrode was explanted due to a fracture of the electrode body distal to the proximal sensing ring. The electrode will be returned. No additional adverse patient effects were reported.